Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing noise on the ventricular channel. Programming changes were made. Patient was stable before, during and after the event. Device remains implanted.